Event description:
The user facility reported that there was hematoma and minor bleeding during impella cp patient support. While on support, a minor hematoma was noted around the insertion site. There was also some oozing from the right femoral site. Manual pressure and tissue displacement were performed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma/ minor bleed : the cause of the injury is most likely use related since upon return to unit after implant of cp, nursing staff discovered hematoma and some oozing from right fem site. Device history review: the device passed all post sterile inspection checks.